Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 27-jan-2023. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a deflection stuck issue occurred. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and deflection test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed, however accordance to the picture provided by the customer the catheter was observed semi deflected. For this condition, a meeting was performed with the manufacturing team and it was determined that the device was able to perform the deflection test without issues. A manufacturing record evaluation was performed for the finished device number lot 30835308m, and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a deflection stuck issue occurred. It was reported that during the operation, the catheter was unable to deflect or relax completely. The catheter was inside the patient. The curve of the catheter stuck/jammed in a full deflected position. The knob/piston was not able to be turned and/or pushed up and down. There was difficulty in removing the catheter. There was no ring, electrode or other physical damage observed at the distal end of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection stuck issue is MDR reportable.